Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and unit failed. Performed voltage test and unit has no voltage. The reported event of loss of connection was not confirmed. A root cause could not be determined.